Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "upstream occlusion!" Was not reproduced. A review of the event history log (ehl) revealed occurrences of "upstream occlusion!" Alarms however, upstream occlusion detection testing failures cannot be determined through the history log. The device was tested for upstream occlusion detection and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor was out of specifications. The ultrasonic sensor will be replaced to correct the reported problem. During evaluation, the device passed volume accuracy test and did not reproduce the reported failed volume test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test and alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.